Event description:
During follow-up for an alarm, the hp stated that on (B)(6) 2012, they had a leak in the drain line extension during an unknown stage in therapy. The hp did not notice anything abnormal about the extension line. The hp stated that they just replaced the drain line extension and were able to resume therapy. There was no patient injury or medical intervention reported. Baxter product surveillance contacted the home patient (hp) on (B)(6) 2012 regarding the reported problem. They stated that the technical service representative (tsr) told them when they change supplies they must change the bags as well. They have not repeated this error. The cg stated therapy overall has been going well. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This complaint is for a report of a use error - reuse of single-use product, where the home patient stated that they just replaced the drain line extension. This complaint is confirmed because a partial swap of materials is a use error that can cause contamination. The label review found the patient at home guide to be adequate for the use error in this incident.

Manufacturer narrative:
(B)(4). The sample is not available and the lot number is unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A follow-up MDR will be submitted if additional information is obtained.